Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having high blood glucose level issues. The cusotmer programmed boluses in the insulin pump but they still experienced high blood glucose levels. The customer changed out infusion sets several times but the insulin pump did not deliver insulin. The customer declined troubleshooting for an absesence of a no delivery alarm. Customer's blood glucose level ranged from 270 mg/dl to 300 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. No cosmetic damage noted.